Manufacturer narrative:
Device analysis: the ekosonic endovascular device was returned to the complaint investigation site. Only the infusion catheter (ic) was returned, no ultrasonic core (usc). During the visual inspection, it was noticed that there was a significant kink at 32cm from the strain relief on the ic. It was also noticed that the distal marker band was not present on the ic, confirming the reported event of the marker band detaching.

Event description:
It was reported that the distal marker band detached from the catheter, and remained in the patient. An ekosonic endovascular device, 106x24cm was selected for use in the iliac. The catheter was advanced to the target lesion, but was unable to pass due to severe stenosis. The catheter was attempted to be withdrawn, at which point the distal marker band detached. The physician elected to leave the device fragment in the patient, as there was a limited risk of the marker band migrating from the severe stenosis. The procedure was aborted at this time, and the patient was not treated. There were no further consequences reported for the patient. The patient was reported to be doing fine.

Event description:
It was reported that the distal marker band detached from the catheter, and remained in the patient. An ekosonic endovascular device, 106x24cm was selected for use in the iliac. The catheter was advanced to the target lesion, but was unable to pass due to severe stenosis. The catheter was attempted to be withdrawn, at which point the distal marker band detached. The physician elected to leave the device fragment in the patient, as there was a limited risk of the marker band migrating from the severe stenosis. The procedure was aborted at this time, and the patient was not treated. There were no further consequences reported for the patient. The patient was reported to be doing fine.